Event description:
On 11-feb-2026 the healthcare provider reported that on (B)(6) 2026 the user experienced hyperglycemia resulting in diabetic ketoacidosis (dka) after the ilet ran out of battery power and insulin delivery was interrupted. The user was transported to the hospital by a caregiver where the user was diagnosed in dka and treated with intravenous insulin therapy and discharged on an unknown date. No long-term health effects have been reported.

Manufacturer narrative:
Device data for the reported event date of 11-feb-2026 was not available for review. The ilet engineering logs were last synced on 30-jan-2026 (1:45 pm) and no instances of malfunction alerts or factory reset were identified in the available log data. The product was not returned and therefore could not be evaluated. Based on the information available, the reported event cannot be confirmed from device data; however, the user reported that the ilet ran out of battery power and they did not implement an appropriate backup therapy method, which the user reported resulted in the hyperglycemic event and subsequent hospitalization.